Event description:
It was reported that a user on the second day of ilet pump therapy experienced hyperglycemia after an occlusion alarm led them to disconnect from the pump, revert to backup therapy, and connect their fsl3+ cgm receiver in a manner that prevented the pump from receiving cgm data; a fingerstick measured 319 mg/dl, and the infusion set was an inset on the abdomen. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem involving an improper or incorrect procedure with no applicable component term. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.